Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had unintended/unexpected disengagement, unable to assemble, locking mechanism stiff/stuck, sticky trigger and insufficient/low power. It was further determined that the device failed pretest for check the attachment coupling, check cannulation, check attachment coupling with the oscillating drill attachment ii, check for sticky trigger, check for forward and reverse mode function and check power with the test bench. It was noted in the service order that the device equipment fits adaptors but did not disengage, totally hard. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear. UDI: (B)(4).